Event description:
It was reported that a device alarmed for upstream occlusions. There was no pt incident reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device eval was unable to reproduce the upstream occlusion alarms. However, review of the history log confirmed the alarms. Further eval found the lower reading on the ultrasonic sensor to be below spec caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. The device was re-calibrated and re-tested to ensure proper functionality.